Event description:
The consumer called into customer care reporting that, "... She is concern with two bg readings she took back to back that fell too far apart..." It was reported to nova biomedical that a consumer received a result of 67 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 157 mg/dl.

Manufacturer narrative:
During the call to customer care, the consumer used up the test strips in question and discarded the control solution which she alleges a control solution test was performed as instructed in the directions for use. However, cannot recall if the result was in or out of range and she declined to review meter history for that result. The consumer opened a new set of test strips and performed a control solution test ws performed while troubleshooting with customer support showing the new test strips to fall in range. Test strip lot # unk. Control solution lot discarded. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.